Event description:
A customer contacted beckman coulter inc (bci) reporting that sodium (na) and chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system drift low in the morning. Per customer, when na is repeated on an alternate instrument, recovery is generally 7-8mmol/l higher and when cl is repeated on an alternate instrument, the results are generally 3 units higher. None of the erroneous results were reported outside of the laboratory. The customer has not received any reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc prior to and after the event has been within lab's established ranges. The instrument has been scheduled for service.